Event description:
(B)(4)

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(6) and a preliminary evaluation was performed. The evaluation was not able to reproduce the customer issue. There was no failure detected in the device. The device was returned to the customer after evaluation. (B)(4).